Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic nephrectomy, the device broke at the beginning of the case and the suction device became stuck in the trocar. The seal of the trocar was also damaged. A new device and trocar was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula and circular seal appeared intact. The envelop seal was examined under a microscope, a cut was observed. The radially expandable sleeve and obturator were not received. A functional evaluation found that the device failed an air leak test.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture.replication of the cut in the envelope seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.